Manufacturer narrative:
Device investigation to be completed on return of device. Final report (B)(6) 2026: hospital sensor found to have fractured fibre optic cable - accidental damage. Quantum workstation was unable to recognise the sensor in this case, however following testing on return to hq, quantum workstation functioned as expected - no fault found. Subject device preventative maintenance completed, sensor replaced. Sensor damage is not a reportable event as per company criteria.

Event description:
User reported the device was displaying "!!!" For multiple values. Hct/sat sensor wiped clean and values factory reset, sensor replaced, hard reboots performed and the values were still alarming. Qws swapped to another hlm and it worked for a case, with errors reappearing the next day.

Manufacturer narrative:
Device investigation to be completed on return of device.

Event description:
User reported the device was displaying "!!!" For multiple values. Hct/sat sensor wiped clean and values factory reset, sensor replaced, hard reboots performed and the values were still alarming. Qws swapped to another hlm and it worked for a case, with errors reappearing the next day.